Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the sweep speed is increasing automatically. The device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
H10: a philips field service engineer (fse) was dispatched to the customer's site and confirmed the reported problem. The device did not behave as expected by the customer. To resolve the issue, the fse replaced the flex cardio device. The new device remains in use at the customer's site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.